Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-03603. It was reported the patient is not receiving effective therapy due to high impedances. Patient underwent surgical intervention on (B)(6) 2021 to address the issue. When removing the system both the physician and the manufacturers representative did an interrogation of the leads and could see both leads were broken at the internal wire. Both leads were explanted and replaced to resolve the issue. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.